Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Photo evaluation summary: upon visual inspection of the picture, it was observed that the implant was rupture. No other anomalies were observed. The photo do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. All mentor product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. An investigation of the evidence provided was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. The complaint device has been discarded. As a result, no product failure analysis can be conducted. Reason for device explant and/or reoperation: capsular contracture and rupture. Manufacturer's reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(6). This device report is being submitted late as a result of exemption transition period following the revocation of mentor¿s psr exemption #e2007003. It was reported that a (B)(6) caucasian female underwent breast augmentation revision with 400cc mentor memorygel breast implants and experienced baker grade IV capsular contracture and rupture on the right side post-operatively. As a result, the patient underwent device removal and replacement with a 400cc mentor memorygel breast implant, catalog number 3504004bc, serial number (B)(4) on (B)(6) 2019.